Event description:
It was reported to boston scientific corporation in 2006 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed three days prior (patient gender, age and weight are unknown). According to the complainant, the clip "will not come off the sheath." The physician tried another clip and the same event occurred. Additional information stated that the clip did grasp the tissue within the greater curve of the stomach - the clip would not release from the catheter to complete the deployment. There was no additional trauma sustained to the bleed site as a result of the clip being removed. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.